Event description:
It was reported that an ilet had an unresponsive touchscreen, and a small crack at the top of the screen was observed; the screen became frozen and the device was not functional, and the user was instructed to sync data and had a backup therapy and a dexcom g7 sensor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a touchscreen hardware issue with unresponsive input consistent with a software problem associated with the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.